Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported there were sensing difficulties on the right atrial lead and that patient anatomy dictated the need to use a different lead. The lead was removed and replaced with a different lead. No patient complications were reported as a result of this event.